Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix extension issues. The product investigation was performed and it was found that the lead was fracture. No adverse patient effects were reported. Dm